Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. At the time of the report, the patient was still in the hospital rom the implant surgery. It was reported that the stimulation was setat 1.8v, the patient did something with the patient programmer (pp) and couldn¿t get the initial setting back. The patient had a reprogramming session the day prior to the event with their healthcare professional (hcp) and a manufacturer representative (rep). It was reported that the stimulation was too strong, she felt the stimulation going down her left knee and leg but the stim was supposed to be felt only in their left hip. The patient wanted the stimulation decreased, so they synchronized with the pp, the pp showed that the stim was on, they had the ability to change groups and/or programs and tried to increase/decrease the amplitude. The issue resolved, but the patient was at 0.1v, decreased to 0.0 v and she stated that she didn¿t have any other groups or programs. There were no further complications reported or anticipated.